Manufacturer narrative:
Permobil received medwatch report mw5145213 that was submitted by the end-user reporting an incident having occurred where the sd unit failed to stop which forced the end-user to lose control of the device, drive off a curb into traffic, where they eventually impacted the side of a city transit bus. Permobil contacted the end-user who confirmed the account stating they attempted to stop via tapping of the e2 tic watch, and the device continued to drive. The end-user reported this type of issue had happened in the past, but when it occurred there were bystanders around to assist in stopping the device. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. The end-user reported having no recollection if the app was in focus during the event, nor did they recall if it was in focus during the previous events. The end-user stated the device and e2 watch are currently operational but are not being used at this time. As the end-user has no recollection of the app status, and reports the device and e2 being operational, permobil is unable to reach a determination as to a possible root cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Received report as while the end-user was operating their mx2+ smartdrive device on a sidewalk, reported having hit something on the sidewalk to cause the wheelchair to veer towards the road. Reports having attempted to stop the smartdrive device via tapping of the e2 tic watch, but the device did not respond and continued to drive forcing the end-user to collide into the side of a city transit bus. Report indicates the impact resulted in injuries requiring medical intervention to address.